Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that he was getting adjust belt messages and was unable to download. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt messages and unable to download) has been confirmed. Upon evaluation, the cable from component j2008 on the monitor was unplugged, not allowing the belt to communicate with the belt or modem. The root cause of the unplugged cable cannot be positively determined, but was likely caused by excessive force. No adverse event resulted from the unplugged cable in the monitor. The pt received a replacement monitor.